Event description:
The nurse assisting a (B)(6) pt called in to zoll lifecor customer support to report that the pt's belt had bent pins. The pt received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluations of monitor (B)(4) and electrode belt (B)(4) have been completed. The reported problem (damaged belt connector) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent in a swirl pattern. The electrode belt connector pins could not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.